Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 257 mg/dl. The customer was treated for high blood glucose with bolus. The customer was unable to continue troubleshooting due to customer phone connection. The customer reported via call that she need help in how to bolus. Customer delivered 5.9 bolus and show her the bolus in the alarm history. The customer was walked through using the wizard.